Event description:
The customer reported that while monitoring a patient during transport, the display on their device froze and the device then cycled power on its own. The device was powered with battery power only during the event and each battery had sufficient power. Following the device reboot, the device powered on successfully and was used during the remainder of the event with no further issues. The customer indicated that there was no backup device available during the reported issue. The patient did not survive the event. The customer, who is a clinical education specialist, stated that the device use did not contribute to the patient outcome and the patient death was likely due to the patient¿s health condition. The patient was observed to be in a pea (pulseless electrical activity) rhythm.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.